Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide cath: 6fr al1 asahi. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the mildly tortuous, moderately calcified, 90% stenosed distal right coronary artery. A 2.50 x 12 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced without resistance to the lesion and upon the first inflation to 10 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance felt and was replaced with a non-abbott bdc. The procedure was completed with the successful deployment of a non-abbott stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.